Event description:
An orsiro drug-eluting stent system was selected for treatment. During the attempt to implant the stent, the stent dislodged from the delivery balloon.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. 11-may-2022 wrong lot number reported on original report. Closing this report and opened MDR-1028232-2022-02467.